Event description:
The customer reported that they received a speaker malfunction inop/error message from their mx40 device. No patient harm has been reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.